Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Technician reports patient experienced overcorrection and induced astigmatism, post lasik surgery. Patient reported experiencing slight halos at night, at the ten day post op visit. Right eye of this patient is reported under manufacturer report # 3003288808-2011-00041.